Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump displayed a malfunction alarm and would not clear on its own, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if malfunction code recurred, which customer acknowledged and understood.